Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a target vessel revascularisation, the cephalic arch was treated with two medtronic standard pta balloons. Two days post reva sularisation, the patient underwent a second target vessel revascularisation during which two medtronic standard pta balloons were used to treat the cephalic arch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two inpact admiral balloon catheters were used to treat during the revascularisation. One to treat the cephalic arch and one to treat the venous outflow. Lot details received. Two inpact admiral ptas were also used during the revascularisation to treat the cephalic arch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During a target vessel revascularisation one in.pact admiral paclitaxel eluting balloon catheter was used to treat both the cephalic arch and the venous outflow. Two days post revascularisation, the patient underwent a second target vessel revascularisation during which one in. Pact admiral paclitaxel eluting balloon catheter was used to treat both the cephalic arch. If information is provided in the future, a supplemental report will be issued.